Manufacturer narrative:
Device evaluation - the driver is fractured in the tip region.the fracture plane is skewed relative to the driver's longitudinal axis which is indicative of driver failure due to combination loading (torque and bending moments). It had been noted that both the torque limiting handle and the counter torque wrench were being used when the driver broke. Proper use of the counter torque wrench would mitigate bending moment loading. It is likely that this driver experienced combination loading over its six plus year usage history. A crack could have been initiated during prior usage which subsequently which manifested in this failure. No corrective actions are being recommended.

Event description:
It was reported that a procedure was performed in portugal, utilizing the reform pedicle screw system. While locking the final lock screw the tip of the lock-screw torque driver (39-rd-0060) broke. The broken tip was removed from the screw and the procedure was completed with no patient injury or delay to the procedure.

Manufacturer narrative:
H3 device evaluation - information provided indicates that the product is available for evaluation but has not yet been returned. Review of device history records found (B)(4)pieces of lot 33741mm released for distribution on 6/17/2016 with no deviation or anomalies. Two-year complaint history review did not reveal a trend for reports of this nature for this part number. At this time, no conclusions can be drawn regarding the reported malfunction. Should the product be received, a follow-up medwatch report will be submitted.

Event description:
It was reported that a procedure was performed in portugal, utilizing the reform pedicle screw system. While locking the final lock screw the tip of the lock-screw torque driver (39-rd-0060) broke. The broken tip was removed from the screw and the procedure was completed with no patient injury or delay to the procedure.